Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy between the displayed (B)(4) units and the expected 300 units using a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge, and cts instructed the caller to call back for troubleshooting if the issue recurs. Additionally, cts agreed to send cartridge replacements due to the customer discarding four cartridges as a result of the reported issues.